Manufacturer narrative:
Concomitant medical products: evolutr-34-us, transcatheter valve, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing. An x-ray revealed that the lead has disl odged and was attempted to be repositioned without success. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indic ated apparent explant damage. The analyst noted that the lead passed introducer test. Outer insulation is cut at 21.1cm, explant damage. If information is provided in the future, a supplemental report will be issued.